Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade hi-flo micro-catheter. The tip, inner/outer shaft and hub were microscopically and visually inspected. Inspection revealed a complete separation in the outer shaft located 23.4 cm from the strain relief, and the inner shaft was damaged (stretched) approximately 5.5 cm. The fracture faces of the outer shaft separation had stress marks in the outer material. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
Reportable based on device analysis on completed 31-jul-2019. It was reported that the microcatheter was deformed. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the patient had advanced liver cancer. The transarterial chemoembolization was performed to form embolization in order to decrease the cancer cells that had spread. The physician performed local anesthesia of 2% lidocaine 5ml on the right groin and punctured. The 5f sheath was delivered through the femoral artery. The guidewire and the 5f pig-tail catheter were delivered to the bifurcation of the iliac artery. The hi-flo was unpacked and the guidewire and the protective sleeve were taken out. The micro catheter was flushed with 10cc saline in two directions. The catheter was remove slightly; however the middle of the catheter was found deformed. The procedure was completed with another of the same device. Patient was stable post procedure. However, device analysis revealed that there was a complete separation in the outer shaft located 23.4 cm from the strain relief.